Event description:
The customer reported the beam alignment was out of calibration. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The ge service rep performed a beam alignment on 9800 system per ge pm procedure. He made adjustments to the collimator and the camera then tested after the calibrations. The system is operating as intended.